Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed the implantable cardioverter defibrillator was post-paced t-wave oversensing. No changes were reported. There were no patient consequences.

Event description:
New information received notes programming changes were made to restore normal parameters. There were no patient consequences.